Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. From the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is caused by other. This is defined as a complaint where the investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and non-calcified left circumflex. This 32 x 2.25 promus premier stent delivery system was selected and the stent was deployed in the circumflex and it was covering a side branch. It was noted that the stent was advanced over a non-bsc guide wire. The side branch was wired to provide more access. The lesion was post-dilated with a 2.5x15mm balloon catheter; resistance was met and the strut at the end of the stent was damaged. No additional intervention was required. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.